Event description:
A malfunction alarm with code malf 16 was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl; the value remained within a normal range. The customer decided to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Tandem technical support arranged for the pump to be replaced and confirmed the shipping address. The customer was informed to put the pump into storage mode before returning it and agreed to return the problematic pump using a prepaid label within ten days.